Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the button was not responding in first press and buttons were sticking when they press them. Customer stated that the screen was scratched or damaged and the rainbow effect making it hard to read screen. There were no delivery alarm and unusual noises during rewind. The casing of the insulin pump was cracked or hairline fractures were there. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.